Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pocket stimulation was observed during follow up. Surgery was performed and it was noted that the atrial lead was not secured into the pulse generator header due to the setscrew and septum were damaged. The pulse generator was explanted and replaced.